Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 10 previously reported events are included in this follow-up record. Product return status: 4 devices were not available for evaluation. 2 devices were evaluated based on historical data analysis. 1 device was evaluated using data provided by the user or a third party. 3 devices were evaluated by testing of a device from the same lot/batch returned from the user.

Event description:
This report summarizes 10 malfunction events in which the device had a component detach. 2 events had no patient involvement; no patient impact. 8 events had patient involvement; no patient impact.

Event description:
This report summarizes 10 malfunction events in which the device had a component detach. 10 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 10 previously reported events are included in this follow-up record. Product return status: 1 device was evaluated based on historical data analysis. 1 device was evaluated using data provided by the user or a third party. 8 device investigation types have not yet been determined.

Event description:
This report summarizes 10 malfunction events in which the device had a component detach. - 10 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 10 events were reported for this quarter. Product return status: 10 device investigation types have not yet been determined. Additional information: 10 devices were labeled for single-use. 10 devices were not reprocessed or reused.